Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's balloon had water and secretions inside. Also, it was reported that the suctioning port was detached from the tube after the insertion. The customer reported that the patient was re-intubated.

Manufacturer narrative:
This product is not sold in the u.s. And is not associated to any similar design. Regulatory report 8020889-2018-00035 is no longer applicable. If information is provided in the future, a supplemental report will be issued.